Event description:
While opening device to put on field the surgical tech noticed a dried white substance at the tip of the clip applier that was flaking off. The device was not used on the patient, the patient was not even in the room at the time the substance was discovered. The device was removed and sequestered in the department.